Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a flu a negative result for one (1) patient was obtained from a veritor analyzer. The user visually observed an extra line on the test cartridge and questioned the analyzer result. The patient was recollected and a new sample was processed on a different veritor analyzer, which provided a flu a positive result. The user was unsure which flu a result was correct based on the extra line observed on the test cartridge. It is noted the patient result the customer was expecting is not known, and there was no report of confirmatory testing. It should also be noted the action of visually reading a test cartridge is considered off-label use of the product. There was no health impact reported. Eua (B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.